Event description:
It was reported that during a ladg, scissoring occurred at the 1st firing. The clip was fed into the jaws properly before the event occurred. There were no unexpected resistance in grasping the trigger and no unexpected noise. The device did not clamp something hard. There was no torquing or twisting of the device present. The device was not fired after the event. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.